Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery provided showed that one strut appeared bent outwards at the inflow side on the crimped valve. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the report of frame damage was confirmed based on the evaluation of the provided imagery. Although follow-up from the field stated the patient's access vessels had "mild" calcification, " "mild" tortuosity, and a minimum luminal diameter sufficient for use (>=5.5mm), without imagery (3mensio or other pre-op CT) the vessel characteristics could not be confirmed. Available information suggests procedural factors (device manipulation, high push force) likely contributed to the event as provided information indicated resistance during delivery system advancement, with valve, through the sheath. Device manipulation/high push force applied to overcome the encountered resistance can lead to the valve struts interacting with the sheath shaft and result in strut damage at the valve inflow side as indicated in the provided imagery. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaints for difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and frame damage have been previously identified in product risk assessment (pra).

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery provided showed that one strut appeared bent outwards at the inflow side on the crimped valve. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the report of frame damage was confirmed based on the evaluation of the provided imagery. Although follow-up from the field stated the patient's access vessels had "mild" calcification, " "mild" tortuosity, and a minimum luminal diameter sufficient for use (>=5.5mm), without imagery (3mensio or other pre-op CT) the vessel characteristics could not be confirmed. Available information suggests procedural factors (device manipulation, high push force) likely contributed to the event as provided information indicated resistance during delivery system advancement, with valve, through the sheath. Device manipulation/high push force applied to overcome the encountered resistance can lead to the valve struts interacting with the sheath shaft and result in strut damage at the valve inflow side as indicated in the provided imagery. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaints for difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and frame damage have been previously identified in product risk assessment (pra).

Manufacturer narrative:
Update to b5.

Event description:
Additional information was provided that the implant position was in the aortic and the approach was transfemoral.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in germany, during the implant of a 26mm sapien 3 ultra, there was some resistance advancing the delivery system with the valve. After the valve came out of the esheath, one of the struts was bent. The esheath with the delivery system was withdrawn without any issue. A second 26mm kit was used, and the valve was successfully implanted.